Manufacturer narrative:
Retainer ring =black. Customer returned pump for alleged high bgs on event date 26-apr-2020. Device passed active current measurement, sleep current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment. Device failed the self test, vibration segment. Device passed dat at 0.08715 inches. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Device was cut open to perform visual inspection and found evidence of moisture damage on the vibrating motor harness. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. Self test failed during vibration segment due to a corroded vibrating motor harness. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 26 mmol/l. The customer stated that they were treated with insulin pump and insulin pens. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. The customer also reported other events such as nausea and dehydrated. The auto mode feature was not active during the reported event. The device will not be returned for analysis.